Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr sheath is 6.0mm. The patient¿s access vessel mld was 5.6mm with moderate calcification and moderate tortuosity reported. In this case, the exact cause of the descending aortic dissection and the femoral artery dissection cannot be confirmed. Procedural factors (manipulation of the esheath and delivery system during the procedure), in addition to patient factors (the patient¿s height, less than adequate access vessel mld, moderate calcification and moderate tortuosity) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in (B)(4), approximately two hours post implant of a 20mm sapien xt valve, a descending aorta dissection and a femoral artery dissection were noted. Surgical repair was required. During the transfemoral tavr procedure, the sapien xt valve was prepared with nominal volume and successfully deployed with a final 50:50 aortic/ventricular (a/v) position. The procedure was completed with no complications. Two hours post procedure, the patient complained of back pain and her blood pressure (bp) decreased. A CT was performed and a dissection in the descending aorta at the level of the diaphragm was detected. Blood exudation was observed in the lungs, especially in the right lung. A stent graft was placed in the descending aorta via an access near the diaphragm. In addition, a mild dissection was noted in the access vessel, the left femoral artery. This femoral artery dissection was also treated using a stenting graft. Drainage was attempted for a while after the procedure, but failed due to the concretion of bloody effusion. Therefore, the hematoma was removed by suction via a small incision. At the time of this report, the patient was treated with bp control and on a ventilator. The annular diameter was 18.0mm by tee. Mild valvular calcification and moderate aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 5.6mm with moderate calcification and moderate tortuosity reported. The patient's (B)(6). It was perceived that the aortic dissection was likely caused by contact with the distal end of the esheath since the location was at the level of the diaphragm.